Manufacturer narrative:
Product ID 3093-28, lot# v573248, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the patient had a urinary tract infection and had frequent urination, burning during urination and an intense pain. It was stated, the patient had a cystoscopy done on (B)(6) 2011 and had a CT scan of their abdomen and pelvis which were within normal limits. It was noted this was a worsening or exacerbation of a pre-existing condition. The event resulted in in-patient hospitalization and the patient¿s issue resolved without sequelae on (B)(6) 2011.